Event description:
Customer stated that part of the numbers appear to be missing. A review of the system was performed over the telephone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The custmer was invited to call 24/7 with future questions/concerns.